Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had an infection. The patient stated it was sometime last month and was not aware the exact dates. The patient stated being on antibiotics for it and was in the hospital. The infection caused the patient to get her catheter taken out and has been doing in-center hemodialysis (hd). In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which grew the bacteria coagulase negative staphylococcus and had an elevated white blood cell (wbc) count of 1430. The patient was initiated on antibiotic therapy utilizing vancomycin (dose unknown) intra-peritoneal (ip) on an outpatient basis for a diagnosis of peritonitis. However, the nurse stated the patient continued to experience symptoms of cloudy pd effluent and abdominal. Therefore, on (B)(6) 2025, the patient was seen in the outpatient pd clinic and had a repeat pd culture obtained. It was reported that the patient¿s pd culture had persistent elevated wbc (result 1397). As a result, the patient¿s nephrologist was notified and that the patient was scheduled to have the pd catheter (not a fresenius product) removed (per physician order). The nurse states that on (B)(6) 2025, the patient underwent removal of the pd catheter (in the hospital on an outpatient basis). The patient has been transitioned to hemodialysis modality for renal replacement needs. Additionally, the patient continues with intravenous antibiotics (details unknown) at dialysis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient touch contamination during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient touch contamination during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had an infection. The patient stated it was sometime last month and was not aware the exact dates. The patient stated being on antibiotics for it and was in the hospital. The infection caused the patient to get her catheter taken out and has been doing in-center hemodialysis (hd). In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which grew the bacteria coagulase negative staphylococcus and had an elevated white blood cell (wbc) count of 1430. The patient was initiated on antibiotic therapy utilizing vancomycin (dose unknown) intra-peritoneal (ip) on an outpatient basis for a diagnosis of peritonitis. However, the nurse stated the patient continued to experience symptoms of cloudy pd effluent and abdominal. Therefore, on (B)(6) 2025, the patient was seen in the outpatient pd clinic and had a repeat pd culture obtained. It was reported that the patient¿s pd culture had persistent elevated wbc (result 1397). As a result, the patient¿s nephrologist was notified and that the patient was scheduled to have the pd catheter (not a fresenius product) removed (per physician order). The nurse states that on (B)(6) 2025, the patient underwent removal of the pd catheter (in the hospital on an outpatient basis). The patient has been transitioned to hemodialysis modality for renal replacement needs. Additionally, the patient continues with intravenous antibiotics (details unknown) at dialysis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient touch contamination during the pd exchange.